Event description:
Complainant alleged that while attempting to monitor a patient mid-flight (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs in what appears to be intermittent contact with the multifunction cable (mfc). The device was put through extensive testing, including bench testing and ECG stressing without duplicating a customer's report. The customer's mfc was not returned as part of the investigation and could not be visually inspected or functionally tested. The defib receptacle was replaced as a pre-caution. The customer was advised to replace the mfc as a precaution. The device passed all testing and was recertified for clinical use. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.